Event description:
Reports received of repeated overdose/underdose episodes. Episodes have been reported to have occurred between 1-4 days following refill and also were reported to be a "continuous series of events unrelated to refill." States "coma occurred for 2 days and it took 3 months to recover - also affected hearing taste and smell." Follow up with hcp revealed patient has had recurring complaints about function of the pump almost since implant. Patient complains of "being almost out of it and then has episodes of spasming." Patient has never reported visiting an ER or admission to the hospital with the serious events of coma for 2 days as reported. Spouse has not called reporting any events or complaints of patient in coma or extreme spasms or seeking assistance status of patient during these events. Patient received pharmacy compounded baclofen in pump from implant. Testing with dye, x-rays were negative and change to liorseal has been done without significant therapy response change. Replacement of pump is scheduled and return of device to manufacturer for analysis is planned. Return to use of oral baclofen has also been suggested to patient. Hcp is unable to account for cause of reported event.